Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As it was reported by the affiliate via email: balloon dilatation in the sfa. Could be dilated without any problems. After withdrawal, the physician noticed that the wire perforated the balloon. Sv5 wire 300cm has been used.